Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a blood glucose result of 92 mg/dl at 6:47 a.m. On the performa system while having symptoms of hypoglycemia. The patient had shaky hands and passed out a "few" seconds after the 92 mg/dl result. The patient's mother administered "a little of jam" in her mouth. The fireman team arrived and treated the patient with dextrose via IV. The blood glucose result on the fireman's meter was 66 mg/dl at 7:02 a.m. The patient was not taken to the hospital. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.